Manufacturer narrative:
This report is submitted on december 30, 2019.

Event description:
Per the clinic, it was reported that the patient experienced no stimulation from onset due to incorrect placement of the device during initial surgery. Subsequently, the device was explanted on (B)(6) 2019, and the patient was reimplanted with another cochlear device during the same surgery.